Event description:
Account reports one incident in which leakage occurred from the filter during usage on a pump. Reporter stated the chemo spill was about 20cc's of taxol that was lost. Reporter stated there was no pt compromise.